Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) and right ventricular (rv) lead, hadn't been feeling well. The patient's advocate reported that during a device check, a heart beat was unable to be obtained. The patient's advocate reported that the leads were not working and were broken. An invasive procedure was performed. The leads were successfully explanted and replaced with another manufacturer's leads. Additionally, the physician elected to explant the pacemaker and replace with another manufacturer's pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.